Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb5675 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by vet that the animal underwent an unknown animal surgery on unknown date and the suture was used. During use, the suture was broken. There were no adverse patient consequences reported. No further information is available.